Manufacturer narrative:
(B)(4) without the original packaging. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, the teflon sheath was noted connected to the hemostasis cuff; blood was noted in the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The short arterial pressure tubing was noted connected to the iabc luer. A bend to the iab central lumen was noted at approximately 5cm from the iab distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Some blood was noted within the helium pathway. The fos cable was visually inspected; no damage or abnormalities were noted. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing pro-cedure. An external leak was immediately noted and located around the distal end of the bifurcate bushing. Under microscopic inspection, the leak from the bifurcate bushing occurred from the adhesive bond. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "possible helium loss 2 alarms" is confirmed. During the investigation, an external leak was confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing adhesive. The external leak could cause a helium loss alarm. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing. The probable root cause of the complaint is manufacturing related. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Event description:
It was reported "suspected iab rupture. Performed leak test. Iab positive for leak. Physician on floor and plans to remove the iab. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn #: (B)(4).

Event description:
It was reported, "suspected iab rupture. Performed leak test. Iab positive for leak. Physician on floor and plans to remove the iab. No patient injury or consequence reported. The patient's current condition is reported as "fine".